Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer's blood glucose level was 400 mg/dl at the time of call. The customer stated that the insulin pump had a no delivery alarm along with motor error alarm even after multiple set changes. The customer stated that the drive support cap was flush. Customer also reported to have experienced a blood glucose of 400 mg/dl and was treated with insulin pump. Customer declined high blood glucose troubleshooting . Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump, infusion set, and reservoir were being replaced and is expected to return for analysis.